Manufacturer narrative:
It was indicated the device is available for return to the manufacturer for a device evaluation. The reported defective device has yet to be returned to the manufacturer. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (b)(60 2018: angiodynamics received a user incident report (number (B)(4)) from mhra on (B)(6), 2018. Per the report, during a microwave ablation of the lung, the solero probe failed to funtion as intended. The probe had been tested and functione as intended during the test. When it was noted the probe was not working, it was removed from the patient and retested, at which time, it did not function as intended. The device was set aside and a new of the same was used to complete the procedure. It was reported that the patient experienced a pneumothorax due to this event. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was a 19cm solero probe. A visual review of the probe noted no obvious defects, although the spike tubing contained dried saline. The probe was connected to a solero testing unit. The probe was recognized and the pump was started. No fluid was seen traveling through the tubing. The pump continued for 5 minutes and was unable to prime the tubing. Due to the dried saline causing a occlusion, the probe could not be functionally tested. The reported complaint description of the needle not ablating and the patient experiencing pneumothorax cannot be confirmed. Although a sample was received, the probe could not be functionally tested due to dried saline occluding the fluid path. A root cause for the reported event cannot be determined. Although a root cause cannot be determined for the event, it does not appear to be manufacturing related. A review of the lot history records was performed for the reported solero mta applicator manufacturing lot for any deviation in manufacturing process related to the reported defect of the complaint. The review confirms that the device met all material, assembly, and performance specifications at the time of manufacture. The instructions for use (16600972-01), which is supplied to the user with the solero applicators states, "turn on the generator. The generator will run through a self-test. Connect the solero applicator's cartridge to the solero generator's connection. Verify that the pins of the connector and plug are not bent before continuing. Caution: the cartridge connections can only mate to the generator in one direction. Therefore, attaching the cartridge to the solero generator requires minimal force. If force is required, the cartridge may be incorrectly aligned with the generator or the pins may be damaged." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).